Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective. This was noticed on (B)(6) 2012, when he tried to bolus. He has used this infusion device for at least 4 years and boluses approx 3 times per day. He reported the protective rubber is also peeling off the buttons. Pt switched to his backup infusion device, and the primary infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.